Event description:
It was reported that a patient was implanted with an impella rp flex and had a high purge pressure alarm. Tissue plasminogen activator was initiated. Additionally, angiomax was given to treat the patient for heparin induced thrombocytopenia. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of high purge pressure and thrombocytopenia has been completed. The impella device was not returned for evaluation. High purge pressure (hpp): data log review showed a gradual rise in pp up until a cassette change and then a rise from around 600 to greater than 1000 mmhg pp within another hour. Motor current was gradually trending downward during this time but there were no motor current spikes prior to the rise in pp. The hpp was sustained for 7 hours before a small decrease from 1100 to 1000 mmhg over 30 minutes. It was noted that lysis protocol was initiated during the sustained hpp. The p-level was then turned down from p-6 to p-5 and a motor current spike occurred seconds later followed by a quick 4 minute drop from 1000 to 600 mmhg in 4 minutes. The cause of the high purge pressure was most likely biomaterial buildup since the purge pressure gradually trended upward over 2 hours and there were no motor current spikes. Thrombocytopenia: the patient was noted to be hit positive and started on angiomax on (B)(6) 2025. No other details known. No product was returned and data logs are not applicable. The cause of the thrombocytopenia was not determined due to insufficient clinical details.